Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 430 mg/dl. At the end of the report, the user's bg level was 458 mg/dl. The user addressed bg level with a manual injection. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. Reportedly, the user discarded the site and it was unable to be confirmed if the site was the cause of the bg level.